Event description:
A 71-year-old male was admitted for ami-cs (lactate 4.2mmol/l, scai e) being covid-19 positive on more than 3 inotropes and ventilated before impella cp support was initiated. The plan was to wean vasopressors as soon as possible, which was possible during the first night. Systemic heparin currently was held due to concerns for bleeding (no activated clotting time, act or activated partial thromboplastin time, appt, documented) but it was not specified whether bleeding actually occurred. Pulses on the left lower extremity (impella access site were always present as confirmed by doppler ultrasound. They observed minimal urine output throughout the day with the plan to start sustained low-efficiency dialysis (sled) or continuous renal replacement therapy (crrt.) The hemodynamics overall did not improve (still in scai e) but central venous pressure trended down. Due to the volume status, diuretics were given. After 27 hours of impella support and without mentioning of further details leading to the decision, it was decided to withdraw care and patient passed away. Bleeding mentioned was conservatively coded as major bleed, although not specified, but the systemic heparin was on hold. This serious injury is consistent with the underlying cardiogenic shock plus an active covid-19-infection and rather not device-related. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella as the impella device functioned as expected in this critically ill patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.